Event description:
The ge oec 9800 fluoroscopy system had a vertical lift failure.

Manufacturer narrative:
A ge service representative investigated the issue and the problem was found to be a failure of the workstation power supply (ps3). The ps3 was removed and replaced to repair the system functionality. There was no reported patient involvement due to this system malfunction. The system was released to the customer for use.